Manufacturer narrative:
H3: product ID 97755 lot#, serial# (B)(6), implanted: explanted: product type recharger was returned and the analysis shows that recharger antenna failure with the message poor recharge quality. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The caller had problems charging their ins. Patient stated that it would hold a charge but would not stay on excellent quality. Call got disconnected before agent was able to gather details. Agent left message on patient's voicemail to callback to proceed with troubleshooting the device. Patient called back stated that the call got disconnected. Patient mentioned that they are having problem charging their implant and they kept getting no device found and quality when recharging. Caller added that they tried adjusting the paddle where it's getting more uncomfortable as they needing to move the paddle every time. Caller stated that they are having more difficulties that the usual. Caller also mentioned that the paddle cord is getting warm and it feels like overheating and the belt stitches already comes off. The issue was not resolved. A request was sent to repair for recharger and belt replacement.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.